Event description:
The patient experienced spasticity and spasms. The patient underwent surgery (B)(6) 2010. The surgeon did not find any problem with the existing catheter, however it was replaced at the request of the managing physician. Pump drug information, troubleshooting done prior to catheter surgery, and patient outcome were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).